Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was 33.3 mmol/l at the time of incident. Customer stated that they were unable to exit preparing to prime loop. Customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. The insulin pump will not be returned for analysis.